Event description:
Customer reported the orbital brake was not working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the roll pins and tightened the brake. System operates as intended. This MDR is related to ge healthcare.